Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure was completed as planned using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch does not work. Upon troubleshooting, fse found that the wireless footswitch was defective. To resolve the issue, fse replaced the wireless footswitch and returned it to philips for further analysis. The analysis confirmed the malfunction of wireless footswitch was due to the electronic defect. Following the replacement of wireless footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It has been reported to philips that the footswitch does not work. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.